Manufacturer narrative:
Product analysis: at analysis it was observed that the patient cable connector was corroded. The analyzer was being sent back unrepaired as no replacement was available. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer which was originally returned as an associated device subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.